Manufacturer narrative:
An urgent field safety notice has been sent to customers to mitigate this issue for false reactive (B) (6) results.

Event description:
A discrepant (B) (6) result was obtained on a pt sample: (B) (6) pt data from 3/4: (B) (6) = >7.0. (B) (6) = 0.61. Repeated samples on 3/10 and obtained the same results. Sent samples to offsite lab - both were negative by alternate method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant (B) (6) result.